Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: 2007, inratio 3.0, lab 4.13, mean 3.565, confidence limits 2.2-5.3. Date: a week later, inratio 3.8, lab 5.31, mean 4.555, confidence limits 2.6-6.9. Date: one day after the original date, inratio 5.8 lab 4.8, mean 5.3, confidence limits cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the last set of data, the confidence limits cannot be determined. Per text "they are calling the patient in from home to get vitamin k shot." Patient was given vit k shot. This is adverse event case. Products will be tests when returned. Updated this case on 12/19/07. Per text "the new unit works fine. The patient in question is also doing fine."

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007; inratio: 3.0, 3.8; lab: 4.13, 5.31. Per text "they are calling the patient in from home to get vitamin k shot." Patient was given vit k shot. This is adverse event case.